Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient was admitted to the hospital for acute back pain. MRI showed no abnormalities and the physician noted there was nothing obvious to explain the pain. The patient remains under medical supervision and is currently using the device.